Manufacturer narrative:
Corrected h6: patient and device codes. The exact event date was not available, therefore the date 04/21/2025 was used as an estimate, since it was reported that the patient discussed the concerns with his physician three weeks prior (B)(6) 2025. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported by the patient that he has been unable to inflate this inflatable penile prosthesis (ipp) on his own, despite follow-up with the medical staff. Medical imaging confirmed the device is properly implanted and functional; however, the patient reported experiencing auto-inflation issues after deflation, preventing complete flaccidity, which has resulted in a weak urine stream and the need to wear pads due to urine leakage from incomplete bladder emptying. He stated he has discussed these concerns with his physician but felt dismissed; therefore, an appointment was scheduled with a new physician. No additional information was provided.

Manufacturer narrative:
The exact event date was not available, therefore the date 04/21/2025 was used as an estimate, since it was reported that the patient discussed the concerns with his physician three weeks prior on (B)(6) 2025. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported by the patient that he has been unable to inflate this inflatable penile prosthesis (ipp) on his own, despite follow-up with the medical staff. Medical imaging confirmed the device is properly implanted and functional; however, the patient reported experiencing auto-inflation issues after deflation, preventing complete flaccidity, which has resulted in a weak urine stream and the need to wear pads due to urine leakage from incomplete bladder emptying. He stated he has discussed these concerns with his physician but felt dismissed; therefore, an appointment was scheduled with a new physician. No additional information was provided.